Manufacturer narrative:
Manufacturing site/registration number: (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date of this report and the date received by the manufacturer were considered the date the device returned. The caravel microcatheter was returned for evaluation. The returned microcatheter was partially missing its tip. The remaining tip was twisted. Characteristics of ductile rupture was observed at the torn end of the tip, indicating torsion as well as tensile stress had applied on the tip. Measurement of the remaining tip suggested that approximately 2.5mm of the tip was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with catheter manipulation had most likely contributed to the observed tearing of the tip of the returned caravel microcatheter. The applied stress would exceed the product's design limit when the tip was being trapped and restricted its movement likely by small vessel or the target lesion. Tensile stress generated with advancement or removal over the concomitant guide wire then made the damaged tip tear apart. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, the detached part of the tip was not returned; therefore, it was unable to completely rule out potentiality that the tip fragment could be left in the patient. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that an asahi caravel microcatheter was used during a pci to treat a moderately calcified cto in the rca #2. The microcatheter was first advanced retrogradely. To wire exchange, the microcatheter was then inserted over an antegrade guide wire but failed to do so. A new microcatheter was replaced to resume the procedure. The pci was successfully completed with reestablished blood flow achieved by stent deployment. The patient was fine without adverse patient effects after the procedure.